Event description:
A healthcare professional reported a patient with an incomplete flap during flap creation procedure. Treatment was stopped on sixty one percentage. Surgeon aborted the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The treatment report shows obl (opaque bubble layer) near the hinge and possible uncut area. Obl (opaque bubble layer) is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. When a femtosecond laser creates a light-induced optical breakdown in the interface, gases are produced. These gases have to go somewhere. Usually, they dissect along the plane of least resistance, which is parallel to the surface along the collagen lamellae. In treatment report it is not clearly visible if the canal is correctly placed, close to limbus, allowing gas to escape. It is recommended to place the canal ending to the applanation margin or even one click longer to make sure it opens. Treatment report also shows a decentered flap, and there is an excessive amount of liquid on the cornea. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness, which might lead to incomplete flap. Contributing factors are the age of the patient, docking technique, dimensions of the canal where gas can escape. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).